Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Customer was advised to plug the wall adapter into a reliable outlet and wait at least 30 minutes for the pump to begin charging, and a follow-up by technical support was planned. It was determined that using different charging supplies and leaving the wall adapter plugged in for 30 consecutive minutes did not resolve the issue. No charging connection was recognized. Cts will replace pump.